Manufacturer narrative:
(B)(4). The lot number was not provided; therefore a batch review cannot be conducted. The sample was discarded. Should additional information become available, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was not confirmed due to a lack of sample; however, per the complaint information the cause of the se 2240 is due to air being sucked into the disposable after the patient disconnected the patient line from the transfer set. There was no mention that the patient used the proper procedures for emergency disconnection. This review finds the labeling adequate for the use error(s) in the complaint. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A home patient (hp) reported to baxter that they received a system error (se) 2240 alarm during drain 4. The hp was connected to the machine at the time of the alarm. The hp stated he disconnected from the machine prior to the alarm to go to the bathroom and reconnected afterwards. The technical service representative had the hp cycle power and se 2367 alarmed. The hp indicated that he will call his renal nurse in the morning. There was patient involvement but no injury or medical intervention was reported.